Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms along with oversensing of noise. A revision procedure was performed where the lead was noted to be crimped. A subclavian fracture from far medial vein stick was determined to be the cause of the cause of the crimping. The ra lead was explanted and replaced. No additional adverse patient effects were reported.